Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a bilateral inguinal hernia repair, there was some bleeding around cooper ligament from an earlier part of the procedure. The device was placed on target and on the first firing the device jammed. The surgeon removed the device and fired the device outside of the patient to test it and it fired fine. The device was placed in the surgical field again and fired on cooper ligament, and device fired but the clip did not stay on the tissue. Another like device was pulled and used to complete the procedure. The patient blood loss was not significant. No transfusion was required. There were no known patient consequences. Both the complaint device and the device used to complete the case were set aside and cannot be distinguished from one another.

Manufacturer narrative:
(B)(4). Additional information: batch # m91a13. The analysis results found that the el5ml device was returned partially cycled with a clip in the jaws; the cycle was completed and one conforming clip was formed. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed seven conforming clips; no jamming issues occurred upon evaluation. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.